Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified common femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that upon first inflation at 6 atmospheres for 3 seconds, the balloon ruptured in pinhole form. The device was removed, and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.